Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was hurting deep in their pelvis area. Patient had been welding and reported pain through their left leg and thought they lost feeling in their left leg due to the pain. Patient stated it was the worst pain they had ever felt. Patient reported they had been welding when the pain started. Further information was received that the patient would be seeing their np to assess. Further information was received, the np reported the patient's ins was all good, turned on and they were feeling it appropriately at 0.9 amps in their penis. They were going to follow-up with their ortho for possible pulled muscle. No further complications were reported or anticipated.